Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an upgrade procedure, the left-ventricular lead exhibited high lead impedance. It was also noted that during the procedure the physician hit the lv lead with a boise. The lead was capped and replaced.

Event description:
New information notes that the patient was etoh prior to the procedure and the high impedance was caused when the physician hit the lv lead with the bovie pen. The patient tolerated the procedure well, during and after, pocket was closed and device was checked through the can with good numbers.